Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent up and down arrow button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during bolus programming attempt. She stated that while she tried to give herself a bolus, the numbers kept scrolling up on the insulin pump. She stated that when she pressed the esc button, the numbers would pause and then continue climbing again. The customer's blood glucose was 215 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.